Manufacturer narrative:
Cause of the event is reported as user error. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, and the forceps tore the lens while being pulled through the cartridge. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).